Event description:
A phone call from a marketing representative reported that during an endoscopic vein harvesting procedure, the hemo pro 2 burned through the patient's skin. This was reported in two different cases. Replacement units were used to complete the procedures. There is no report on patient's condition. Hospital, contact information, lot numbers and event dates are unknown. The products are not returning.

Manufacturer narrative:
Method: since the device is not available to be returned to us, a technical evaluation cannot be performed. We will, however, continue to monitor and trend this type of event to ensure that there is no compromise to quality. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) with this production lot. (B)(4).